Event description:
It was reported that the patient experienced intermittent stimulation. Standing or sitting straight provided stimulation for the legs and back, but stimulation started to turn on and off depending on how the patient leaned. The symptoms occurred after the patient tripped while carrying lumber and landed on the implant. Additional information received reported that the patient was instructed to make changes according to the position he was in, resolving the issue. Impedance testing was performed and found nothing wrong. As long as the patient adjusted stimulation he was able to get stimulation. The patient outcome and understanding was good after testing and reinforcement of stimulation education. No surgical intervention was needed.

Manufacturer narrative:
Lead: model 377845, lot# v078230032 implanted: 2008 (B)(6); explanted: unknown. Lead: model 377845, lot# v079509019; implanted: 2008 (B)(6); explanted: unknown. Extension: model 3708140, serial# (B)(4); implanted: 2008 (B)(6); explanted: unknown. Extension: model 3708140, serial# (B)(4); implanted: 2008 (B)(6) explanted: unknown. Programmer: model 37742, serial# (B)(4). Accessory: model 37752, serial# (B)(4).